Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported capsular contracture - baker grade iii. Device has been explanted and replaced.

Event description:
Patient reported "...pulling and pain and also tightness in the chest, feels like nodules, device has changed shape and patient is concerned with the device recall". Subsequently, patient reported "capsular contracture - baker grade unknown". Later, healthcare professional reported "'wave formation' on the skin, capsular contracture baker grade iii" diagnosed via us. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ visibility/palpability: unable to observe as it is not related to the device. ¿ lump/nodule: unable to observe as it is not related to the device. ¿ chest pain: unable to observe as it is not related to the device. ¿ breast pain: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, observed an opening, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported, pulling and pain. And also, tightness in the chest. Feels like nodules, device has changed shape. And patient is concerned with the device recall. Subsequently, patient reported, capsular contracture, baker grade unknown. Device remains implanted. The relates to the left side.